Manufacturer narrative:
Additional information received ; it was confirmed that the access vessel was the right femoral artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used as for pre-dilation during the implant of a transcatheter bioprosthetic valve. It was reported during the procedure, the physician confirmed that there was dissection of the ascending aorta, the patient went into cardiac arrest, cardiopulmonary resuscitation (CPR) was initiated. After 40 minutes of CPR, the patient subsequently died.   No additional clinical sequelae was provided and the patient expired. The cause of death was due to a possible ascending aortic dissection. It was confirmed that the sentrant sheath was only used for pre-dilation and did not contribute to the dissection.